Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hepatic resection procedure, the stapler did not deliver a suitable row of staples. The surgeon laparoscopically sutured to resolve the lack of hemostasis. The surgeon noted that he may not have had adequate compression, resulting in staples that did not fully form. No pt consequence.